Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during tka surgery, the screw of the gii mi in slt 3 mo ti cu bl lt broke off and is now stuck onto gii tib align spiked fix rod. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that the thumbscrew broke off the gii min inv slotted 3 deg mod tib cut block lt. This piece was returned with the device. A functional evaluation performed on the device revealed the gii min inv slotted 3 deg mod tib cut block lt is stuck to the gii tib align spiked fix rod and cannot be removed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the gii min inv slotted 3 deg mod tib cut block lt. Therefore, no investigation is deemed for the other device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.